Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a loss of therapy. The patient had not used the pain stimulator in two years because it was not effective for his pain anymore. The patient stated he was going to have the pain pump implanted. It was noted the patient did not have a current managing doctor for his pain stimulator but he was going to a pain management center to have the pump installed. Relevant medical history included cervical radiculopathy. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.